Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 105 mg/dl. The customer stated that when he attempted to enter the carbohydrates value into the insulin pump, it began cycling upward on the screen. He noted that only the down arrow button worked. He observed that he had had the insulin pump attached to his waist on his shorts and that the device may have been exposed to perspiration prior to the keypad issues and alarm. Advised replacement of the insulin pump. Nothing further reported.